Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The j702 component was damaged on the distribution node pca causing the faults. The root cause for the damaged j702 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).